Manufacturer narrative:
Correction: section d6b - explant date is (B)(6) 2024.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the device is in backup mode. Programming changes were made. The patient had no adverse consequences.

Manufacturer narrative:
Correction: section b5- the previous report was missing a b5 statement. Correction: section g3 ¿ the awareness date should have been 22 apr 2024 rather than 02 may 2024 in MDR-2024-12493-01 report. The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and output was in backup mode. Device image analysis indicated hardware reset has occurred from an unknown error, consistent with the reported backup condition. Product code was reloaded to recover the device to its normal settings and to perform further evaluation. Electrical and mechanical tests were performed, including cold temperature soaking and output verification did not identify any functional issues. Despite extensive efforts, backup condition could not be reproduced. DHR was reviewed to ensure each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.

Event description:
New information received notes the patient's pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.